Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported "unit stated it was running when it is not" which was not reproduced. The reported condition was not verified. The cause was unable to be determined. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump appeared to be infusing but when checking the intravenous line, it actually was not. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.